Event description:
Failed closure device. Pt with non-q wave mi had ptca. Perclose failed at end of procedure and femstop applied. 60 hours postcath decreased b/p and resp. Arrest. Decreased hgb. CT reveals large retroperitoneal bleed, CPR, vented, integrilin, heparin.